Event description:
It was reported that the pump touchscreen became frozen and unresponsive preventing the customer from interacting with the screen. There was no adverse impact to the customer¿s blood glucose level. Ultimately the pump started working and the customer was able to resume insulin.